Manufacturer narrative:
D4 & h4 not available as serial number not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator latch had failed. A field service engineer (fse) found that the remote manager was not unlocking and powered down the station. The fse removed the side panel on the remote manager, replaced the latch and the side panel back on, and powered the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es fridge latch had issues and failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.